Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38x2.75 mm, eccentric, de novo, 85% stenosed target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. After introduction of a non-bsc guide catheter and a non-bsc guidewire, predilation was performed with an unspecified catheter balloon. A 2.75x38mm promus element long stent was selected to treat the lesion. While introducing the stent in the patient, it was noted to be deformed. The device was removed and the distal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.